Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous and non-calcified mid-right coronary artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during third inflation, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported, and the patient status was stable.